Manufacturer narrative:
Additional information received: additional information was received, clarifying that the fractured item was not an abutment, but the implant carrier screw. This is not a product on it´s own, but part of the implant. Therefore, this report needs to be disregarded, the report on the implant MDR # 3013111692-2025-32780 will be updated accordingly. This is a follow up report for this additional information. Correcting this event from reportable to non-reportable as the information that we have received that it was the implant carrier screw that is part of the implant that fractured. This report is to be disregarded.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction that occurred while using the abutment srew. This report is for the dental abutment device. The dental implant device report was submitted under MFR report # xxxxxxx. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.